Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01224. The patient was implanted with scs trial leads on (B)(6) 2018. Five days later the patient was hospitalized due to kidney failure and dehydration. Allegedly, the patient's physician believes the possible cause was the antibiotics the patient was administered following the trial implant procedure.